Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she has been getting a low battery alarm on the insulin pump. Customer's blood glucose was 600 mg/dl. Customer stated that the pump counts up and turns on but doesn't' stay on. Customer stated that she has to change the battery. Customer stated that she treated with the pump. Customer stated that she also had surgery, broken ankles, and her kidneys are failing. Customer also has gastroparesis. Customer stated that the pump alarmed during normal use. Customer stated that the pump made rewind but all the time, date, and settings are still in the pump. Customer will be sent a replacement battery cap. Customer stated that she gets a no delivery alarm and changes the site. Customer stated that she had a battery out limit alarm and weak battery alarm. Customer stated that she has problems seeing. Customer had to change the battery out every half a week to two weeks. Customer called back later and stated that the pump will be replaced.